Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: all buttons functioned properly. No damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl during the time of the hospital visit. The customer stated that he was treated with glucagon from emt. The customer stated that he was admitted to the hospital because he was receiving too much insulin from the car accident. The customer also stated that he had high blood glucose readings and treated with the pump. The customer also stated that he had a button error on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.